Manufacturer narrative:
The na electrode lot number was k1319, with an expiration date of 14-apr-2024. The field service engineer found a leaky cell rinse tube and exchanged it. The analyzer was confirmed to be running back within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode on a cobas 6000 c501 module. No questionable results were reported outside of the laboratory. The sample initially resulted in a na value of 180 mmol/l with a data flag and it repeated as 142 mmol/l. The sample was repeated on a second analyzer, resulting in a value of 141 mmol/l.